Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine via an implantable pump for non-malignant pain and back pain with leg pain. It was reported that the patient stated their pump keeps going off, in reference to the pump alarming. The patient stated they checked the pump with their handset and saw a service code 100 'like 5 minutes ago,' that indicated the pump had stalled. The patient stated they were prompted to connect to the pump after hearing the alarm twice today. The patient confirmed the alarm is a dual tone european ambulance alarm and confirmed they started hearing it today. The patient mentioned they have not had any mris today or recently. The manufacturer's patient services specialist (pss) assisted the patient in connecting to the pump using the communicator and handset, but patient reported seeing the service code 100 again. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.